Event description:
It was reported that in 2009, after a successful da vinci s mitral valve repair procedure, the patient experienced difficulties coming off of cardiopulmonary bypass. The pt's heart was said to not be contracting. Two days later, the pt was transferred to another hospital for "ventricular system." The pt was removed from life support after it was deemed that it would not be possible to perform "ventricular system." The pt expired in the same day.

Manufacturer narrative:
No malfunction of the da vinci s system was alleged by the hospital and the information provided indicates that this event is related to the inherent risks associated with surgery and the pt's medical history. The hospital has continued to use the da vinci s system to perform surgery on pts. As of july 10, 2009, no adverse events or system malfunctions have been experienced with the site's da vinci s system and as of july 10, 2009, no similar instances of this event have been reported to isi.